Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported device did not infuse medication correctly, was not verified. The device was found to deliver within specifications during flow rate testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't infuse medication correctly, "was at the same levels for hours, not infusing" with no alarms from pump. The patient was connected and there was nothing leaking from the tubing or the pump during therapy (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.